Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one physical sample was provided to our quality team for investigation. Through visual inspection, a plastic piece was observed inside the syringe, verifying the reported incident. A device history review was performed for lot 2501088; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples of the reported lot were used for additional evaluation. All product was inspection; no foreign matter or other contamination was identified within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is believed the piece broke off another device while moving from the molding to the assembly area. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details presence of a piece of plastic inside the syringe date of occurrence (B)(6) 2025. 1. Was the device being used in/on the patient when the defect was observed? No defect observed before use when opening the packaging 2. Did the patient or user suffer any harm? If yes, please explain no harm.